Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced 01/15/2014.

Event description:
The lead was explanted and returned.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.